Event description:
Caller reported an issue with the incorrect time display on their device, with no knowledge of why the error occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for future discrepancies, with the caller understanding and acknowledging the guidance.